Event description:
It was reported that the customer was hospitalized for low blood glucose. It was reported that the insulin pump buttons were not responsive. The blood glucose reading was 4.3 mmol/l. It was also reported that the drive support cap was flush and damaged. The customer had not pressed on the cap while connected to the insulin pump. The insulin pump was not exposed to a strong magnetic field or MRI. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The functional testing could not be performed, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests, due to the unresponsive buttons. The drive support disk was inspected and no anomaly was noted. The insulin pump was also received with a cracked case at the display window corners, cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker and cracked battery tube threads.